Event description:
Cd 3700 electro-magnetic compatibility (emc) testing failed electro static discharge (esd) test. The flow control module (fcm) board was damaged as a result of esd discharged at 4kv on the level-sensor connectors of the reagent reservoir on the left side of the instrument. This was found during performance of the annual testing of the instrument and is due to the exposed level sensor connector near the power switch in the reagent reservoir. This issue could also affect th analyzers, which also have exposed connectors. In the failure mode, an electrostatic discharge to the level sense connector could lead to instrument failure and inability to run stat hemoglobin specimen.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed. Cell-dyn 3000cs, 510 (k): k955673. Cell-dyn 3000sl, 510(k): k955673. Cell-dyn 3500cs, 510(k) : k955715. Cell-dyn 3500sl, 510(k) : k955715. Cell-dyn 3700cs, 510(k): k991605. Cell-dyn 3700sl, 510(k) : k991605.